Manufacturer narrative:
The customer's meter was received for investigation. The optical inspection of the printed circuit board revealed contamination due to residues of fluid ingress. The contamination on the battery contacts caused a power interruption. Therefore it is not possible to turn the meter on. The contamination can lead to faded or missing segments. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation is lay user/patient. The patient's meter was requested for return. The investigation is ongoing.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. It was reported that there was battery leakage and a faded display. The meter's display has missing segments in the top three 8's. The meter's memory was checked and the result of 3.4 inr was able to be clearly read, but the date was not visible. The patient did not remember receiving a result of 3.4 inr. However, the patient does remember getting a result of 1.7 inr. The patient confirmed no date information was able to be read on the meter's display.